Event description:
One endeavor sprint rx drug-eluting stent was implanted in the proximal lcx. The patient was asymptomatic at the 30 day and 6 month follow up stages. Approximately 7 months post implant, it is reported that a stroke occurred. Stroke did not lead to a death. No further information is currently available in relation to this event. The investigator has not assessed the relationship of the stroke event to the study stent or procedures.

Manufacturer narrative:
Evaluation results: (cva/stroke).